Event description:
Customer reported unregulated flow, stated a bag of cardiac medication emptied all at once. No report of pt harm and no medical intervention was required. The customer did not provide any add'l pt or event info.

Manufacturer narrative:
(B)(4). The affected product has been rec'd and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.